Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a regular follow up. It was noted that the atrial lead impedance was low. The patient was in atrial fibrillation, and it was decided to reprogram the device vvir to "take the atrial lead out of the equation". The patient was stable before, during, and after interrogation.